Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left main (lm) to mid left anterior descending artery (lad). The lesion was predilated with a 12x2.75mm non bsc balloon. A 3.5x28mm taxus stent was implanted in the lad. Then a 2.75x24mm taxus liberte stent was advanced to the lesion but was unable to cross the previously implanted stent in the lad. The 2.75x24mm taxus liberte device was removed from the patient and it was noted that the stent struts were flared. The procedure was successfully completed by implanting two additional stents and the lesion was postdilated with a 12x2.75mm non bsc balloon. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).